Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been experiencing high blood glucose. Yesterday at lunch, customer's blood glucose was 500 mg/dl. He ate lunch and bolused for lunch, but customer's blood glucose was 600 mg/dl. Customer went to the doctor and was advised to take manual injections. Customer has changed out his infusion set and reservoir. Today, before lunch, customer's blood glucose was 185 mg/dl. After lunch, customer's blood glucose is 450 mg/dl. He has not treated yet. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer is calling back to complete the high pressure test after receiving the tubing clamps. Nothing further reported.